Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. System check was being performed by tandem technical support, however customer was unable to complete. No additional information was provided. Customers blood glucose was 270 mg/dl.